Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received 2 scs leads with the same lot number. It was reported the patient is experiencing increased pain while using stimulation. An sjm representative was unable to resolve the issue with reprogramming as the new programs also caused increased pain. At this time, the physician has decided to wait 1 to 2 months to see if there is a change in the patient's pain before determining the next course of action.